Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was a complaint against a 5f mynxgrip vascular closure device (vcd), however, the event and circumstances are currently unknown. There was no reported patient injury. The device was returned for analysis. During functional review, shuttle down procedure was simulated (per mynxgrip instructions for use (IFU), and the advancer tube was able to engage the proximal tamp lock during investigation. Subsequent to unsheathing, the sealant inside the shuttle tubing was found to have exposed to blood and appeared to have ¿swelled¿. The shuttle down step could not be completed.

Manufacturer narrative:
There was a complaint against a 5f mynxgrip vascular closure device (vcd), however, the event and circumstances are currently unknown. There was no reported patient injury. The device was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned for analysis. Per visual analysis, the shuttle cartridge was disengaged from the handle. The device was returned with the procedural sheath pulled back from the distal end of the shuttle. The sealant was protruding from the slit of the shuttle cartridge. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. Per functional analysis, the shuttle movement was checked, and no resistance was felt. The shuttle down procedure was simulated. The advancer tube was able to engage the proximal tamp lock during investigation. Subsequent to unsheathing revealed that the sealant inside the shuttle tubing was found to have exposed to blood and appeared to have ¿swelled¿. A product history record (phr) review of lot f1909903 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿unknown failure¿ was determined as ¿failure to deploy/ device deployment jam - premature sealant swell¿ based on the condition in which the unit was received for analysis. The cause of the failure to deploy/ device deployment jam - premature sealant swell could not be conclusively determined. Incomplete engagement of the advancer tube during the procedure, may have contributed to the reported event. Additionally, if the customer experienced a premature sealant swell, it could be due to high tension applied to the balloon catheter during the shuttle deployment step. This can result in a tight seal at the tip of the sheath and as the device is advanced, saline/blood can be trapped inside the sheath which can cause the sealant to hydrate prematurely and increase the profile. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review, nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.